Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient had infusion set issue event on (B)(6) 2026. The patient was unable to insert the device into their body. No further information available.

Manufacturer narrative:
Initial and final (B)(4)- device 3 of 4.